Manufacturer narrative:
Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2009; dtma2d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead. At device classified termination of event, arrhythmia appears to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.